Event description:
It was reported that the customer advised on how to clean before placing wick cleaning and caring for canister tubing. She mention having a uti a while back and not sure if pw related. Antibiotic resolved it and doctor adv okay to use but if feels like getting another to get a sample and take to get tested immediate, adv her to follow dr directions. It's unclear if lot number was requested. No additional information provided. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
(B)(6) advised on how to clean before placing wick cleaning and caring for canister tubing. She mentions she had uti a while back and not sure if pw related antibiotic resolved it and dr adv okay to use but if feels like getting another to get a sample and take to get tested immediate adv her to follow dr directions. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states, "maintenance: replace the purewick female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick female external catheter. Warnings: to avoid potential skin injury, never push or pull the purewick female external catheter against the skin during placement or removal. Never insert the purewick female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs. Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewick female external catheter. Having frequent episodes of bowel incontinence without a fecal management system in place. Experiencing skin irritation or breakdown at the site. Experiencing moderate/heavy menstruation and cannot use a tampon". A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: b, d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.